Event description:
As the result of an ongoing infection, the surgeon attempted to remove the peak fx implant. Upon removal of the last 4.5 locking cortical screw from the side plate, the screw was found to be cold-welded to the plate. Extreme pressure from the screwdriver resulted in stripping the head (screws had been put in by hand, not with power). The state was not removed because the hospital did not have the appropriate equipment to excise the plate.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records was not provided. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.